Manufacturer narrative:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was split and could not enter the unknown sheath. The damage to the sleeve would not allow the device to enter the sheath. The procedure was completed using another unknown mynx device. There was no reported patient injury. The device was used for hemostasis in a transarterial chemo embolization (tace). The user was mynx certified. The device was prepped as per the instructions for use (IFU). A non-sterile 5f mynx control vcd involved in the reported complaint was returned along with the syringe for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found closed. The sealant was present in the manufactured position; nevertheless, the sealant sleeves were confirmed to be frayed/split/torn. Additionally, the condition of the sleeves resulted in sealant exposure, and the sealant showed evidence of exposure with blood. No additional anomalies or damages were observed. Additionally, the csi of the complaint was not returned with the device, which showed evidence of blood exposure. No other anomalies were observed. Per dimensional analysis, the overall length of the outer sleeve assembly was measured and noted to be within specification. Per functional analysis, introduction into a lab sample csi could not be completed due to the condition observed in the sealant sleeves in which the frayed slit condition did not permit the entry into the csi. A deployment test was executed, and it was concluded that deployment could be simulated successfully. The product history record (phr) review of lot f2224903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) may have contributed to the frayed/split/torn condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was split and could not enter the unknown sheath. The damage to the sleeve would not allow the device to enter the sheath. The procedure was completed using another unknown mynx device. There was no reported patient injury. The device was used for hemostasis in a transarterial chemo embolization (tace). The user was mynx certified. The device was prepped as per the instructions for use (IFU). The device will be returned for evaluation. Addendum: product evaluation demonstrates that the condition of the sealant sleeves resulted in the sealant exposure.